Manufacturer narrative:
The alleged event was confirmed by the manufacturing plant. The device was received and the reported symptom ¿display brightness problem¿ was confirmed during the testing. A visual inspection of the returned cycler exterior showed sign of physical damage on the heater tray connector. A (fifteen minute self-test/treatment) was performed and completed without any failure. The cause for "display brightness problem¿ is the inverter board that is faulty; the inverter board transformer has evidence of heat damage. The voltage check passed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported a problem with the brightness of the cycler display. Follow-up with the patient's peritoneal dialysis nurse indicated that there was no complications as a result of the alleged event and that the patient continues performing peritoneal dialysis treatments. The cycler was replaced.